Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the reported problem. The system was tested and verified as ready for use. Isi has not yet received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is considered a reportable event due to the following conclusion: the mtm was disabled after the start of the procedure and the surgeon was able to continue with the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected an error 23025 pointing to the right master tool manipulator (mtm). The procedure was completed with no reported injury. On march 7 and 15, 2022, intuitive surgical, inc. (Is) performed follow-up and obtained additional information regarding this event. The issue was noted during the procedure. The customer reported that they had to disable an arm to continue with the procedure. However, the procedure was completed robotically with no patient harm or injury and a delay of 10 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the during sine cycle. The axis 3 motor and a3 motor cable were replaced to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.